Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found to be in specification in relation to the reported symptom, which was unable to be reproduced. Sys error 322 was confirmed through ehl and was caused by failed upper and lower auxilliary circuits, as they are known contributors to this symptom. The failed upper and lower auxiliary circuits were replaced.